Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited under sensing and high capture threshold due to lead dislodgement. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.